Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sodalime canister was replaced.

Event description:
The hospital reported that, during a case, the bellows stopped cycling. There was no reported patient injury.

Manufacturer narrative:
Additional information has been received that this failure was not with the ge healthcare anesthesia device which operated to specification. The failure was with a product manufactured by an external manufacturer. The external manufacturer is responsible for hazard assessment and global reporting for their product and has been notified of this issue.